Manufacturer narrative:
Since the results were replicated on 2 different analyzers, a hardware issue is unlikely. The root cause may relate to preanalytics or sample quality.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise, cholesterol, albumin, and alt results on one patient sample. The results for cholesterol and albumin were erroneous and reported outside the laboratory. No other patient samples were known to be affected. The initial cholesterol was 6 mg/dl; the repeat on (B)(6) 2017 was 186 mg/dl. The initial albumin was 0.3 g/dl; the repeat on (B)(6) 2017 was 4.5 g/dl. There were no adverse events. The reagent lot numbers and expiration dates were requested but not provided. The field service representative attempted to service the analyzer, but the customer refused to put the analyzer into standby mode.